Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience pro 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted the xience pro 48 everolimus eluting coronary stent system instructions for use states: prior to using the xience pro 48 everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal to mid right coronary artery. The 3.0 x 48 mm xience pro stent delivery system (sds) was advanced to the target lesion without issue. When the sds was inflated to 18 atmospheres (atm), the stent could not be seen, and a dissection occurred. The dissection was treated with three additional stents. It was then observed that the initial stent had dislodged during preparation, and was found on the floor. A clinically significant delay in the procedure occurred due to the dissection. No additional information was provided.